Event description:
It was reported that the user experienced inaccurate glucose readings when a g7 sensor displayed a normal value while a fingerstick indicated hypoglycemia, after which the user treated with oral glucose and calibrated but continued to observe inaccuracy; the user later replaced the sensor, and during the call the ilet displayed high with a concurrent fingerstick of 500 mg/dl, and the user was advised to consult their healthcare provider and to pause the ilet if administering a rapid-acting insulin injection independently, while a supply change for the cd infusion set was recommended. Symptoms included hypoglycemia and diaphoresis previously, followed by hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.